Event description:
Technician alleged that the ground resistance is out of range on the bed. No patient impact.

Manufacturer narrative:
The technician replaced the power cord plug to resolve the issue.